Event description:
During troubleshooting the patient stated that their onetouch ultralink meter was prompting an error 1 message. Per the onetouch ultralink user guide the error 1 message prompts when there is an issue with the meter remote. There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the alleged error 1 message was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.